Event description:
Heartmate 3 left ventricular assist device (lvad) (recently exchanged from a chronically infected heartmate 2 (B)(6) presents with worsening pain and erythema of the new driveline tract requiring 4 weeks of IV antibiotics. No surgical intervention at this time.